Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that an unknown cartridge alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy. The customer's blood glucose level was 114 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.